Manufacturer narrative:
The patient's bacteremia is first reported in MFR #: 2916596-2017-00589. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 due to persistent bacteremia that began in 2016; no source was identified. The patient ultimately passed away on (B)(6) 2017 after extensive outpatient care with antibiotic management. The death was not related to the device or device therapy and the device functioned as intended.

Manufacturer narrative:
The patient's bacteremia is first reported in MFR #: 2916596-2017-00589. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 due to persistent bacteremia that began in 2016; no source was identified. The patient ultimately passed away on (B)(6) 2017 after extensive outpatient care with antibiotic management. The death was not related to the device or device therapy and the device functioned as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.